Event description:
Customer reported receiving erratic readings on her freestyle lite meter. Customer further reported receiving readings of 26 mg/dl, 210 mg/dl, 50 mg/dl and 29 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of lightheadedness and dizziness and drinking juice to counteract her symptoms. No third party medical intervention was reported. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. Some of the readings reported by the customer were found in the meter memory. This is a final report.

Event description:
A bent spike was found on the transfer set. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample was available for evaluation.